Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient forgot to remove the needle guard from the cannula and injected all of the cannula and needle guard. The event occurred on (B)(6) 2024. Patient noticed symptoms within 3 hours of insertion. The insertion of the site was the abdomen. Patient regularly rotated the site location. Patient confirmed the introducer needle was ahead of the cannula prior to insertion. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.